Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. It was noted that the battery cap was unable to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: during investigation, the pump powered up with the vibration motor always running. Moisture damage was observed in the battery compartment. The battery compartment was cracked at the threads causing a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.